Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the balloon portion of the balloon catheter was perforated before a venogram was taken and would not inflate. The balloon catheter was not used and was replaced with another balloon catheter. No patient complications have been reported as a result of this event.